Event description:
It was reported that the access system became kinked and the procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. The physician noted that the was was too taut in the atrial septum and was unable to be adjusted. The was became kinked and the procedure could not be continued. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.